Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was half way through the procedure, the cutting mechanism became stiff and inefficient, then stopped sealing even after cleaning. There were successful seals made before the issue occurred. Another medtronic device was used to finish the procedure. There was no re-grasp alert and evidence of energy delivery, but there was an end tone heard. There was no patient injury.

Manufacturer narrative:
Additional information:evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the cord plug was cut off and not returned. The reported condition of device did not seal could not be confirmed. The reported condition of device cutting was insufficient was not confirmed. The investigation found jaws opened and closed properly when the latch was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. Further investigation found that the cord has been cut off and the cord plug was not returned. Without the cord plug, a detail investigation could not be performed for the reported complaint of the device did not seal. The investigation could not determine the root cause of the customer's report.if information is provided in the future, a supplemental report will be issued.